Event description:
Device 1 of 2. Reference MFR report: 1627487-2012-10634. It was reported the patient (B)(6) was twisting the ipg in the pocket. As a result, the lead extension became coiled. The physician elected to replace the lead extension. During the procedure, the physician experienced difficulty fully inserting the lead extension into the ipg header. The physician then explanted and replaced the ipg. All issues have been resolved.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.